Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 20mmx4.50mm rebel¿ stent was advanced but it failed to cross the lesion. The device was pulled back and the guide wire came over the stent. The stent caught on the guide wire and was sheared off the balloon. A snare was used to recapture the dislodged stent and pulled it outside the patient's body. No patient complications were reported and patients' status was fine.